Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16833. It was reported that during a procedure on (B)(6) 2019, the physician tested the ventricular lead helix before inserting the lead and found the helix would not retract. In addition, when the atrial lead was fixed, blood was found in the lead. Both leads were replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.